Manufacturer narrative:
Complaint# 2018006 were entered into our system. The lift has not yet returned as of this writing.

Event description:
We received this MDR event from our USA customer and it stated as below: it was reported to the manufacturer by the end user, per the end user, "the patient fell while two cnawere using thellift to go take the patient a bath." Upon speaking to the facility, they stated that the sling ripped with the resident in it and he fell. The facility threw the sling in the trash and does not know the model number or manufacturer.